Event description:
It was reported the gastrointestinal videoscope had a scope communication error code when connected to a light source. The issue occured during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.